Event description:
The customer observed falsely decreased total bilirubin results generated by the architect c4000 processing module for multiple patients. The samples were repeated, and normal results were obtained. The following data was provided: customer¿s normal reference range: 0.2 to 1.3 mg/dl patient 1: on (B)(6) 2025, sid (B)(6), initial result = <0.1 mg/dl; repeat result = 0.408 mg/dl. Patient 2: on (B)(6) 2025, sid (B)(6), initial result = <0.1 mg/dl; repeat result = 0.367 mg/dl. Patient 3: on (B)(6) 2025, sid (not provided) initial result = 0.1 mg/dl: repeat result = 0.2 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
The customer inspected the instrument, performed quarterly maintenance, replaced and calibrated the sample probe, but was unable to identify a single part as the likely cause of the issue. The architect c4000, serial number (B)(6), was considered the likely cause of the result issue. A review of instrument service history for (B)(6) revealed no additional tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c4000 processing module did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module, serial number (B)(6), was identified.

Manufacturer narrative:
Section a1 - patient identifier: patient 1 (sid (B)(6), patient 2 (sid (B)(6), patient 3 (sid not provided). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased total bilirubin results generated by the architect c4000 processing module for multiple patients. The samples were repeated, and normal results were obtained. The following data was provided: customer¿s normal reference range: 0.2 to 1.3 mg/dl. Patient 1: on (B)(6) 2025, sid (B)(6), initial result = <0.1 mg/dl; repeat result = 0.408 mg/dl. Patient 2: on (B)(6) 2025, sid (B)(6), initial result = <0.1 mg/dl; repeat result = 0.367 mg/dl. Patient 3: on (B)(6) 2025, sid (not provided), initial result = 0.1 mg/dl: repeat result = 0.2 mg/dl. There was no impact to patient management reported.